Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer requesting information on a control panel. There was no report of pt involvement.